Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged (low bg) issue could not be verified; however, a different issue (minimum fill) was identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a cgm alert 14 (transmitter out of range) enunciated on (B)(6) 2020 at 1:08:41 pm. Allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg. Blood glucose (bg) values from 49-51 mg/dl were recorded by continuous glucose monitor (cgm) from 1:02:47 pm to 1:12:47 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) did not enunciate as the transmitter was out of range. The pump recorded this data when it regained connection with the transmitter (1:17:47 pm), but the data was backfilled for bg readings recorded by the transmitter at earlier times. The graph in the log review results indicates the low bg happened at approximately 1:02:47 pm (yellow dots). A tubing fill of size 10.5 units was observed on (B)(6) 2020 at 10:50:44 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.